Event description:
The customer stated that she went to the emergency room due diabetic ketoacidosis, with blood glucose levels greater than 400 mg/dl. The customer had called the day before to report battery out limit and failed battery test alarms on the insulin pump. The customer stated that she had to get off of the insulin pump and revert to a back up plan of manual injections. The customer stated that she didn't know how much insulin to give herself, and ended up going to the emergency room. Troubleshooting was conducted on the initial call, but the alarms continued. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a scratched lcd window, missing end cap sticker and burn mark on the case.